Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote service access. Ccc analyzed the results. Quality controls (qc) were within range on the day of event. The cause of the discordant sodium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on one patient sample on a dimension vista 1500 instrument. The sample was repeated on the same instrument, resulting without change. The initial elevated result was reported to the physician(s), who questioned it. The sample was then repeated a second time on the same instrument, resulting lower and reported as corrected to the physician(s). The sample was then repeated on an alternate dimension vista instrument, resulting higher than the second repeat result but lower than the initial result. The corrected result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.